Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a transmission indicated the lead impedance registered a single out of range measurement. The device normally exhibited in range impedance. The out of range alert was turned off. The lead impedance range was planned to be increased the next time the pt was in clinic.